Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2018, the patient returned for a follow up visit where it was noted the clip on a2p2 detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4. Re-intervention is being considered. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (anterior leaflet prolapse). The reported adverse event of worsening mr was a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.